Event description:
During scheduled IV line checks, the rn note leaking from the 0.2 micron filter on the primary IV set used for tpn infusions. Rn ordered new tpn and admin set and exchanged. Set sequestered and sent to biomedical for reporting. This is a re-occurring report of the same kind of failure. Biomedical has received 10 reported IV set over the last month with the same issue of leaking in the 0.2 micron filter. Logging additional lot#. Manufacturer response for IV set, filtered, primary plum set (per site reporter). This is an on-going issue with leaking tpn filters with this manufacturer.